Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect, no external power, and backup battery not installed alarms was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (01nov2023 ¿ 12nov2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. The reported alarms were not observed in the log files. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect, no external power, and backup battery uninstalled alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-08059 it was reported that the patient was admitted on (B)(6) 2023 for a second occurrence of elevated plasma free hemoglobin. There was suspicion of a pump thrombus. The patient was noted to have a driveline disconnect, no external power, low flow, left ventricular assist device (lvad) fault, and a backup battery no installed alarm during a vad interrogation. The patient denied hearing the vad alarm. The patient had been on the power module all night. The patient was later put on battery power. A review of the log file revealed only routine events. There were no adverse alarm conditions or parameter changes. The log files from (B)(6) 2023 to (B)(6) 2023 did not show any driveline or lvad faults.